Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, within ten minutes, using separate fingersticks. His readings were 156 and 118 mg/dl. The reporter did not have any symptoms. During initial troubeshooting, he realized that the code on his bottle of strips did not match the code on his meter. On follow up, he reported his readings were still erratic, but that he may be applying excessive blood to the strip. A control solution test result of 125 (99-148) was in range.